Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system declared a lead safety switch (lss) for a high out of range right ventricular (rv) pacing impedance measurement of greater than 3000 ohms. Technical services reviewed a couple of episodes that occurred just prior to the lss, and noted there was noise on the rv channel that was being oversensed. The oversensing did not result in asystole of greater than 2 seconds. Troubleshooting was performed, which included isometrics and pocket manipulation. No noise was reproduced. Serial impedances did not produce any out of range measurements. It was noted the patient was watching television at the time of the event. Technical services suggested to continue monitoring the patient since the noise could not be reproduced and there were no additional out of range measurements. The sensitivity was reprogrammed to 5.0 v. At this time, no further actions are planned, this pacemaker remains in service and there were no adverse patient effects were reported.